Manufacturer narrative:
Product has been discarded - lot number is unknown - and the lot number was not provided for retained-product testing and/or DHR review. Root cause cannot be determined.

Event description:
In this event it is reported that a waveone gold reciprocating file primary 21mm broke during use. Broken piece could not be removed, incorporated into filling. No injury occurred.